Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen sustained damage consistent with a fracture while in the user¿s pocket with keys, after which only the lower portion of the display was visible and the user could unlock the device but could not announce meals or view alerts; the affected component was the touchscreen and the device otherwise remained functional. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of the display, with normal therapy otherwise continuing. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.